Event description:
It was reported, the right ventricular (rv) lead had a possible lead fracture. The rv lead was inactivated by reprogramming the device to pacing mode adir until the rv lead was capped and replaced. The device was returned to the manufacturer after being explanted and replaced for a device upgrade. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based in part on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.